Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated a partial electrical reset. It was noted that the critical ram parity error occurred in address (B)(6)-2014. Por (power on reset) severity is low so the device should be able to fully recover after reset.

Event description:
It was reported that the remote transmission showed that the device had an electrical reset. It was noted that a critical ram error occurred. Parameters had not changed. The patient is being brought into the clinic to clear the reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).